Manufacturer narrative:
No sample was returned for investigation, nor was a lot number provided. Therefore the test was performed on a retention sample and information provided by the user was used as input for the investigation. The user stated that the bronchoscope got stuck in the xlt distal tracheostomy disposable inner cannula during bronchoscopy. Based on the simulation results from a retention sample, the suspected cause of the reported failure could be due to insufficient lubricant applied on ascope when inserting the scope into the dlt. As prescribed in the IFU, the insertion cord should be lubricated with a medical grade lubricant before the endoscope is inserted into the patient.

Event description:
Ambu bronchoscope size large became stuck on xlt distal tracheostomy disposable inner cannula during bronchoscopy. It was reported that the bronchoscope got stuck during bronchoscopy on the inner cannula on xlt distal tracheostomy and the patient expired. During investigation, the nurse clarified that the bronchoscope did not cause the death of the patient, as the scope was successfully removed while the patient was alive. The nurse further clarified, that it was the patient's underlying conditions that led to his unfortunate death. The device is therefore not related to the death of the patient. However, the incident did lead the patient to have an anxiety cardiac arrest.